Manufacturer narrative:
The carefusion field service representative (fsr) went on-site to evaluate the suspect device. Upon inspection, the fraction of inspired oxygen (fio2) was out of service specifications, duplicating the reported issue. The fsr performed calibration, operation verification procedure and the issue was resolved. The fsr reported the unit meets manufacturer specifications and is able to be placed back onto service. Based on evaluation/repair of the fsr, no part will be returned for evaluation at this time.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the fio2 (fraction of inspired oxygen) is out of specifications, from twenty-one percent to sixty percent off only on neonate mode. The customer also reported invalid gas ID alarms and performed troubleshooting, but unable to duplicate the issue. The customer reported the fio2 is out of specifications from the monitor displays and confirming with an external flow analyzer reading. The customer reported no patient involvement associated with this event.